Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added additional information. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records for ¿resection of desmoid tumor from abdominal wall, mesh inserted¿ were not provided.] [Missing records: records for ¿resection of abdominal wall with reconstruction with collamend mesh¿ were not provided.] [Missing records: records for ¿lap hernia repair with mesh¿ were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® bio-a® hernia plug instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® bio-a® hernia plug instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. (B)(6) 2013: (B)(6) . Office note. New patient; history of abdominal hernia, status post resection of desmoid tumor from her abdominal wall in 2006 which she reports is 14 cm, mesh was inserted. In 2007, had reconstructive procedure. Has had return of hernia; planed [sic] for repeat reconstruction. Examination: abdomen; very large, at least 12 x 11-cm defect in lower abdomen, reducible without peritoneal signs. Impression/plan: discussed multiple ways of reconstruction inclusive of component seperation [sic], local myocutaneous rotational flap and status, we anticipate the need to use both muscular advancement of rotation as well as mesh insertion. (B)(6) 2013: (B)(6) . History and physical. Abdomen red and sore with pain, complaint of wound infection. Comes to clinic with concerns she may have infected surgical wound. On (B)(6) had abdominal hernia repair with replacement of an old mesh and desmoid tumor removal. According to her the wound healed nicely and she was having no problems until two weeks ago when she noticed some skin breakdown at the sight of the incision. Last week she has had some purulent secretions and now has some mild pain deep to the incision. Temperature is 100.0. Weight 150.4 lbs., bmi 26.81. Examination: abdomen; mild incision with 2 cm of skin breakdown and apparent serosanguinous discharge. Some mild tenderness to deep to the incision sight [sic], bowel sounds positive. Impression/plan: surgical wound infection; started clindamycin. Note: currently no systemic signs of infection aside from a low-grade temperature of 100.0, mild pain, definite concern for surgical site infection. Advised her to call surgeon to be seen this week. If she has sustained fevers, worsening abdominal pain prior to being seen by her surgeon, I advised her to return to clinic. (B)(6) 2013: (B)(6) . Consultation. Admitted with abdominal pain, incisional drainage and low-grade fevers; asked to evaluate for possible mesh infection. Repair of recurrent large ventral incisional hernia with gortex mesh by dr. (B)(6) wound closure including flaps and bone anchors by dr. (B)(6) on (B)(6) 2013. Initially healed and recovered well, however, 2 weeks ago noticed some purulent drainage from the previous healed inferior aspect of her incision. Over the last couple weeks; increasing left lower quadrant abdominal pain, exacerbated by bowel movements. Today; low grade fevers. Examination: abdominal; soft, no distention, no mass, mild tenderness to palpation on deep palpation in left lower quadrant only, fairly benign abdominal exam, no rebound, no guarding, fairly well healed incision except in inferior portion of vertical incision, breakdown with mild purulent drainage. Weight 147 lbs. 11.3 oz. Impression/plan: abdominal wall hernia; wound drainage. Will be admitted to plastics service, start on empiric vancomycin and zosyn after wound culture obtained, pending results of CT scan; will plan to go to or tomorrow, nothing by mouth after midnight, no chemical deep venous thrombosis prophylaxis. (B)(6) 2015: (B)(6) . History and physical. Evaluation of a recurrent left sided incisional hernia repaired several years ago by me with a very large abdominal wall reconstruction involving plastic surgery. Noticed pain; bulge several weeks ago, gotten bigger but no pain, states may be over a month or 2 but is [sic] gotten bigger, here for possible repair. Examination: abdomen; very complex abdominal wall reconstruction history now with recurrence above the ileal inguinal ligament on the left side between the asis [anterior superior iliac spine] in the pubis with mesh edge palpable. Impression/plan: recurrence of previous incisional hernia repair right above the ilioinguinal ligament would require a local repair with possible bone anchor fixation and mesh overlapped to the pubis, high risk of recurrence is quoted him [sic] an lack of left abdominal wall and poor tissue fixation, she¿ll be scheduled for surgery, she understands the risks, benefits, alternatives and complications. (B)(6) 2015: (B)(6). History and physical. Evaluation of recurrent left sided incisional hernia, repaired several years ago by me with a very large abdominal wall reconstruction involving plastic surgery. Noticed pain, bulge several weeks ago, gotten bigger but no pain, been there for maybe over a month or 2 but is [sic] gotten bigger, here for possible repair. Examination: abdomen; very complex abdominal wall reconstruction history now with recurrence above the ileal inguinal ligament on the left side between the anterior superior iliac spine in the pubis with mesh edge palpable. Impression/plan: recurrence of previous incisional hernia repair right above the ilioinguinal ligament that would require a local repair with possible bone anchor fixation and mesh overlap with an interposition mesh. Scheduled for surgery on 11/30, she understands the risks, benefits, alternatives and complications of the procedure. Given there is some portion of the colon in the hernia, will bowel prep her with a week of miralax prior to surgery and magnesium citrate the night before the operation. I saw and evaluated the patient; I agree with the findings and plan of care as documented in the fellow¿s note. (B)(6) 2015: (B)(6) . Implant record. Mesh parietex 15 x 10 cm composite open skirted ventral. Log 185154. Model/catalog number: pco1510osx. Area: pelvis. Lot number: pog0909x. Manufacturer: covidien. (B)(6) 2019: (B)(6) . Office note. Notes continued problems with chronic constipation, recently with some sharp bilateral lower quadrant abdominal pain that comes and goes. Notes will have a bowel movement twice a week/about every 3 days. After bowel movement, might have 24 hours of very liquid stools and sometimes even a little bit of stool leakage at times. Weight 151 lbs. 6.4 oz., bmi 25.99. Impression/plan: chronic constipation. Lower abdominal pain. Sounds like patient is not evacuating and likely having a small amount of liquid stool leaking around hard stool. Colon prep and clear liquids over 48-hour period, can discuss possibly trying some regular maintenance lactulose for the long-term. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® bio-a® tissue reinforcement instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect- clinical code. H6: updated investigation findings. H6: updated investigation conclusions: h6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g07001: part/component/sub-assembly term not applicable. Previous patient codes (1930, 1994, 3191 other for ¿mesh folding¿ and ¿open wound¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Medical records: ¿ the known medical records span (B)(6), 2010 through (B)(6), 2019 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial device and the gore® bio-a® hernia plug device. Patient information: medical history: ¿ tubulovillous adenoma. ¿ recurrent incisional hernia. ¿ smoker. ­ (B)(6) 2013: ½ pack/day x 5 years, quit 25 years ago. ¿ chronic constipation. Surgical procedures: ¿ unknown date: hysterectomy. ¿ 2006: resection of desmoid tumor from abdominal wall with mesh insertion. ¿ (B)(6) 2007: resection of abdominal wall with reconstruction with collamend mesh. ¿ 2008: laparoscopic hernia repair with mesh. ¿ (B)(6) 2013: history of appendectomy. ¿ (B)(6) 2013: abdominal hernia repair using ¿dual mesh 36 x 24 cm¿ in size. Incisional vac placement. Implant: gore® dualmesh® plus biomaterial. ¿ (B)(6) 2015: incisional hernia repair with prolene mesh. ¿ (B)(6) 2016: open incisional hernia repair with mesh. Implant: gore® bio-a® hernia plug. Relevant medical information: ¿ (B)(6) 2010: ¿having some abdominal discomfort recently, concerning to her. History of desmoid tumor removed from abdominal wall in 2006. Left lower quadrant seems uncomfortable to her with pain radiating into the groin as the gas passes through this region.¿ ¿ (B)(6) 2012: ¿sharp pain from where her desmoid tumor was removed and in left lower abdomen has a band of scar tissue and a soft hernia; both cause discomfort.¿ ¿abdomen; significant scarring across the entire lower abdomen, tenderness left lower quadrant (rectangular band of what feels like scar tissue with distal abdominal wall hernia).¿ implant #1, alleged implant #2 gore device preoperative complaints: ¿ (B)(6) 2013: ¿recurrent incisional hernia. Bulging, mass, worse with coughing, standing, walking. Symptoms noted 4 years ago. Pain dull, lump reducible.¿ ¿abdomen: large right abdominal defect.¿ ¿ (B)(6) 2013: ¿had incisional hernia repair in past with mesh. Originally, she had a resection of a desmoid tumor from her left lower quadrant, then a laparoscopic incisional hernia repair with collamend mesh in (B)(6) 2007. The original surgery included a portion of her left sided rectus muscle and this is the area that now has a large loss of domain style hernia. Bulging, discomfort during activity/movement.¿ ¿exam: rolled up, palpable mesh left lower quadrant near asis [anterior superior iliac spine]. Rectus defect below umbilicus and midline. Above midline, upper rectus noted near normal position. Area around site of mesh mildly tender. Laxity noted left lower abdomen/suprapubic area.¿ ¿ (B)(6) 2013: has had return of hernia; planned for repeat reconstruction. Abdomen: very large, at least 12 x 11-cm defect in lower abdomen, reducible without peritoneal signs. Plan: discussed multiple ways of reconstruction inclusive of component separation [sic], local myocutaneous rotational flap and status, we anticipate the need to use both muscular advancement of rotation as well as mesh insertion.¿ implant #1, alleged implant #2 gore device procedure: abdominal hernia repair using ¿dual mesh 36 x 24 cm¿ in size. Abdominal defect closure 20 x 8 cm. Incisional vac placement. Implant: gore® dualmesh® plus biomaterial ((B)(6)/1dlmcp08) 26cm x 34cm 1 mm thick, oval. Implant #1, alleged implant #2 gore device date: (B)(6), 2013 [hospitalization (B)(6), 2013]. ¿ description of hernia being treated: ¿a midline incision was created and carried down with electrocautery bovie and right and left skin flaps were elevated. I then carried the incision down into the peritoneal cavity and identified multiple adhesions that had to be carefully lysed. Extensive lysis of adhesions removal of previous mesh had to be performed. This required additional two hours of surgery to completely remove the old mesh which had balled up and was causing adhesions and removed the adhesions which were by blocking the repair pathway. The fascia on the right was healthy with good rectus. The fascia on the left had no rectus from above the umbilicus and a large lateral defect with no fascia up to sis and pubic tubercle.¿ ¿ implant size and fixation: ¿as a result, a large piece of dualmesh plus was opened, 36 x 24 in size. It was trimmed at the edges and then secured inferiorly to pubic tubercle in cooper¿s ligament with both suture and bone anchor. It was then secured to the ilioinguinal ligament with running #1 prolene and then with interrupted sutures with at least a 5 cm overlap to the lateral abdominal wall superiorly to the rectus remaining and on the right side up to right rectus creating a stoppa technique. The mesh was totally intraperitoneal and was under good tension at the end of closure. The sutures were all placed every 1 cm and parachuted down individually on the right and left side of the mesh itself. The gore-tex was seen to be well-positioned. The left femoral vessels were fed through a small opening in the mesh with the mesh secured on either side, one medially to cooper¿s and superiorly to inguinal ligament with a transition stitch that left adequate opening for the vessels. The area was then copiously irrigated. Intraperitoneal drain was placed at the dissection and another drain was placed below the fascia. At this point, dr. (B)(6) of plastic and reconstructive surgery will describe his portion of the procedure including reconstruction of the skin flaps and closure of the anterior rectus sheath plication and closure of skin.¿ ¿because this was multiply [sic] recurrent incisional hernia, requiring removal of the previous mesh, extensive lysis of adhesions, placement of bone anchor in order to hold the mesh in place to the pubic tubercle as there as [sic] nothing too sew to given the previous operation, an additional two to three hours of surgery had to be performed in order to complete the operation.¿ ¿ (B)(6), md: ¿after the placement of mesh, we examined the soft tissue. She had a fascial flap intact on the left, which appeared to have good vascularity, which could be brought into approximation to the right hemi-abdomen rectus abdominis. For this reason, we made decision to close this layer as a protective layer over the inserted mesh. We did insert intra-abdominal drain as well as the drain between the mesh and fascial closure, which was secured using 2-0 silk. We then placed a drain in the superficial area, which were also secured to the skin using 2-0 silk. After doing we used figure-of-eight fashion using 0 surgilon, to close the remaining fascial flap on the left to the right hemi-rectus abdominis. This was then again over sewn using 0 silk or surgilon. We did use a malleable to protect the abdominal contents. Before we began closure, we verified that needle and sponge counts were correct as well as instrument count. Having done that, we reassess the soft tissues. Examination showed thinning of the tissues over her previous hernia site within the left lower quadrant. However, resection of this entire atrophic area would provided [sic] some tension. For this reason, we discussed the procedure with dr. (B)(6) and made the decision to leave this tissue intact. We freed the scar bed and then brought the soft tissue elements together in the midline using 2-0 vicryl for scarpa¿s layer followed by 2-0 and 3-0 quill for deep dermal and deep soft tissue. This was followed by a 4-0 pds in a subcuticular fashion, which was followed by a 5-0 nylon and vertical mattress form. At the closure, there was no tension upon the suture line. The flaps were viable with good capillary refill.¿ ¿ (B)(6) 2013: pathology. ¿final diagnosis: mesh material with attached soft tissue, abdominal, removal; fibrous tissue with mild chronic inflammation. The specimen consists of a fragment of mesh-like material with attached blood and granulation type tissue (12.8 x 8.0 x 0.4 cm). On one surface of the mesh are six sutures.¿ ¿ (B)(6) 2013: discharge summary: ¿drains were placed in abdomen and over mesh, removed. Discharged with 2 subcutaneous drains, in good condition home.¿ relevant medical information: ¿ (B)(6) 2013: ¿2 weeks s/p removal of mesh, repair of hernia with gore mesh. Doing well. Pain under good control.¿ ¿incisions well healing.¿ ¿ (B)(6) 2013: follow up. Having discomfort adjacent to proximal portion vertical abdominal incision. Discomfort one sided, occurs with contraction of abdominal muscles. Does not feel bulge visible on skin, does feel tightness when contracting abdominal muscles in region. Exam: incision well healed. Small 1 cm x 1 cm area of tissue remains to be healed, does appear to be healing fine. Dissolvable sutures surfaced and removed. Plan: continue current home wound care. Pain likely due to scar tissue, tight feeling will probably not change, pain decrease as time goes on.¿ ¿ (B)(6) 2013 - (B)(6) 2013: inpatient admission. O (B)(6) 2013: ¿abdomen red and sore with pain, complaint of wound infection. Noticed some skin breakdown at the sight of the incision. Last week she had some purulent secretions and now has some mild pain deep to the incision. Temperature is 100.0.¿ ¿abdomen: mild incision with 2 cm of skin breakdown and apparent serosanguinous discharge. Some mild tenderness to deep to the incision sight [sic], bowel sounds positive. Plan: surgical wound infection; started clindamycin. Currently no systemic signs of infection aside from a low-grade temperature of 100.0, mild pain, definite concern for surgical site infection.¿ o (B)(6) 2013: CT abdomen/pelvis: ¿anterior abdominal wall mesh extending from level of gallbladder to the pubis symphysis. Mesh material appears intact. Mild induration of subcutaneous fat, likely surgical basis. Small bowel loops proximally mesh material, no hernia identified.¿ o 7/31/13: wound culture: ¿few white blood cells, moderate red blood cells, few gram-positive cocci in singles. Moderate staphylococcus aureus, no anaerobes isolated.¿ o (B)(6) 2013: discharge summary: ¿completed 48-hour course of IV [intravenous] antibiotics during stay. 10-day course of bactrim, outpatient.¿ ¿ (B)(6) 2013: ¿incision now looking good. Has one small open area just above the umbilicus; does not think it is infected but still having serous drainage.¿ ¿ (B)(6) 2014: ¿complaints of ongoing left side abdominal pain, still has constipation; gets some bowel cramping at times and feels that her left lower abdomen is swollen at times.¿ ¿abdomen: tender to palpation left lower quadrant, has small palpable lump, oval/linear, about 1 inch, feels more superficial but she is very tender in this area and also has some mild-moderate suprapubic discomfort.¿ ¿CT abdomen/pelvis overall stable.¿ ¿ (B)(6) 2015: ¿abdomen: mild fullness left lower quadrant at area of hernia surgery- this is chronic and stable, mildly tender in this area.¿ revision #1, alleged implant #3 [non-gore device ¿ parietex] preoperative complaints: ¿ (B)(6) 2015: ¿returns with bulge in left lower quadrant, slightly painful. Abdominal wall, previous left low transverse and midline incision. 6 cm fascial defect of left lower quadrant. Freely reducible. Slight fullness in right lower quadrant. Recurrent ventral hernia.¿ ¿ (B)(6) 2015: ¿evaluation of a recurrent left sided incisional hernia repaired several years ago. Noticed pain, bulge several weeks ago, gotten bigger but no pain, states may be over a month or 2 but is [sic] gotten bigger, here for possible repair. Abdomen: very complex abdominal wall reconstruction history now with recurrence above the ileal inguinal ligament on the left side between the asis in the pubis with mesh edge palpable. Plan: recurrence of previous incisional hernia repair right above the ilioinguinal ligament would require a local repair with possible bone anchor fixation and mesh overlapped to the pubis, high risk of recurrence is quoted him [sic] an lack of left abdominal wall and poor tissue fixation.¿ revision #1, alleged implant #3 [non-gore device ¿ parietex] procedure: incisional hernia repair with placement of 15 x 10 cm prolene (skirted) mesh. Implant: covidien parietex. Log 185154. Pco1510osx. Lot number: pog0909x. 10cm x 15cm. Revision #1, alleged implant #3 [non-gore device ¿ parietex] date: (B)(6), 2015 [hospitalization (B)(6), 2015 ¿ (B)(6), 2015]. ¿ findings: ¿separation of previous gore mesh from the asis and part of the left lower lateral abdominal wall with colon herniating through the defect. Specimen removed: none.¿ ¿ ¿we made a 6 cm incision along his [sic] previous transverse scar in his [sic] llq [left lower quadrant] from his [sic] prior abdominal wall reconstruction. We were able to meticulously dissect the mesh out from the underlying bowel and retroperitoneum. The mesh (gore) had pulled away from the asis and the left lower quadrant lateral abdominal wall. We inspected the femoral canal for any femoral hernia below the previous slit made in the mesh to accommodate the femoral vessels at the time of her previous surgery. Using a combination of blunt and cautery dissection, we were able to dissect a good portion of the mesh. We then elected to use a 15 x 10 cm prolene skirted mesh to underlay the previous mesh and serve as an interposition between the latter and the lateral abdominal wall/asis. We used bone anchors x 2 to secure the mesh to the asis and iliac crest. We then proceeded to place transfascial sutures to the lateral abdominal wall and the mesh with intermittent protacks to better secure the mesh. On the medial aspect we made sure that the prolene mesh was well under the previous gore mesh and secured in place with transfascial sutures and protacks. We then approximated the overlying gore mesh by securing it to the remaining lateral abdominal wall tissues using running prolene sutures. A #12 jp drain was then placed over the mesh. The abdominal wall flaps were then closed with vicryl suture and the skin was then closed with 4-0 monocryl suture.¿ ¿ (B)(6) 2015: discharge summary: ¿discharged in stable condition. Jackson pratt drain. No lifting >10 lbs., return for follow up in one week.¿ relevant medical information: ¿ (B)(6) 2015: ¿10 days status post repair of recurrent rlq [right lower quadrant] incisional hernia with mesh. Currently doing well, jackson pratt drain putting out less than 5 cc of ssf [serosanguinous fluid] in day. Abdomen: well healing left lower quadrant incisions, drain with 5 cc serosanguinous fluid that was removed in clinic. Plan: jp drain removed. Incision healing well.¿ ¿ (B)(6) 2016: ¿had hernia repair (B)(6) 2015, concerned area is sore at times and bulges at times. Area has occasional ¿sharp pain¿, but this is no different than usual, otherwise nontender.¿ ¿abdomen: some firmness left lower quadrant, where she had surgery- suspect this is hard stool.¿ chronic constipation; suspect this is contributing to some of her left lower quadrant signs and symptoms.¿ implant #4 preoperative complaints: ¿ (B)(6) 2016: ¿6 months following incisional hernia repair, 2 weeks ago developed pain and bulging at left inguinal region associated with pain. Notes bulge does regress after a bm. Also had a raging urinary tract infection with gross hematuria couple of weeks back.¿ ¿abdomen; soft, bulge left inguinal region over prior incision, with excessive tenderness to reduce hernia. Impulse on cough present over swelling. No right groin hernia. Incision healed well. Impression: post open recurrent incisional hernia repair in (B)(6) 2015 with recurrence and incarceration of hernia. Complex abdominal wall hernia, concerned about recurrence.¿ ¿ (B)(6) 2016: CT pelvis: ¿increasing left-sided abdominal hernia involving nonobstructed loops of colon located at the lateral aspect of the surgical mesh.¿ implant #4 procedure: open incisional hernia repair with mesh. Implant: gore® bio-a® hernia plug ((B)(6)/hp02). Implant #4 date: (B)(6), 2016 [hospitalization (B)(6), 2016]. ¿ description of hernia being treated: ¿an incision over the left groin was made and carried down with electrocautery bovie. Hernia sac and large bowel were identified and carefully dissected circumferentially and dumped into the left groin canal. Once the hernia was reduced into the canal and the bowel was seem to be healthy. We examined the defect. The defect was lateral to the femoral vein and artery and had occurred where the previous mesh had pulled away from the pelvis and remnants of the ilioinguinal ligament.¿ ¿ implant size and fixation: ¿as a result, we had to reconstruct this with a plug and patch technique by first plugging the defect, which was approximately 4 x 5 cm and then using a bio-a plug and then placing a piece of monofilament prolene mesh and cutting it to shape and sewing it from the pubic tubercle inferiorly to the mesh across the femoral vessels and to the periosteum of the iliac crest and then suturing and back up underneath the previous mesh that pulled away, this created a reconstructed ilioinguinal shelf with circumferential coverage of the defect. The femoral vessels were checked and were not impinged upon and we then closed in layers over a mesh repair using 2-0 and 3-0 dexon suture. Skin was closed with 4-0 caprosyn.¿ ¿ (B)(6) 2016: discharge summary: ¿discharged home stable. Removal of steri strips in 10 days.¿ relevant medical information: ¿ (B)(6) 2016: ¿doing well. Incision: healing well, approximated. No left or right groin bulge.¿ ¿ (B)(6) 2017: ¿presents today for six-month follow up after undergoing left groin incisional hernia repair with mesh and bone anchors. Today has no recurrence on physical examination.¿ ¿ (B)(6) 2018: ¿abdomen: no mass or hernias noted.¿ conclusions: #4 gore® bio-a® hernia plug ((B)(6)/hp02). It should be noted that the gore® bio-a® hernia plug instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions may include, but are not limited to, infection, inflammation, adhesions and seroma formation.¿ the alleged 1930: infection; 1994: pain, 1994-d: pain - pelvic, 2203: other for ¿mesh folding¿, 2502: wound dehiscence/complications and 2564: an additional surgical procedure was necessary were not supported by the medical records. Therefore, these alleged adverse events were determined to be unrelated to the gore device and there is no available information that reasonably suggests that a gore device may have caused or contributed to these reported adverse events. The medical records state, ¿(B)(6)2016: ¿doing well. Incision: healing well, approximated. No left or right groin bulge.¿ and medical records further state on (B)(6) 2017, ¿presents today for six-month follow up after undergoing left groin incisional hernia repair with mesh and bone anchors. Today has no recurrence on physical examination.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without a prosthesis. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. It should be noted that the gore® bio-a® hernia plug is composed solely of synthetic bioabsorbable poly (glycolide: trimethylene carbonate) copolymer which has a bioabsorption process that should be complete by six to seven months. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
B7: added medical history. D4: added lot #, expiration date, di # h4: added device manufacture date h6: updated method and results codes; conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2013, including records for appendectomy, ¿resection of desmoid tumor from abdominal wall, mesh inserted¿, ¿resection of abdominal wall with reconstruction with collamend mesh¿, and records for ¿lap hernia repair with mesh¿ were not provided. On (B)(6) 2013: office note. Hpi: recurrent incisional hernia. Bulging, mass, worse with coughing, standing, walking. Symptoms noted 4 yrs ago. Pain dull, lump reducible. Pmh: malignancy, abdominal desmoid. Psh: resection abdominal wall, reconstruction 2007. Lap hernia repair with mesh 2008. Exam: abdomen; large right abdominal defect. Impression: conservative/expectant treatment pending review of CT. [Missing records: records for the CT scan were not provided.] On (B)(6) 2013: office note. Hpi: bulging, discomfort during activity/movement. Using compression stockings/spanx for hernia. Exam: abd; rolled up, palpable mesh left lower quadrant near asis. Rectus defect below umbilicus and midline. Above midline, upper rectus noted near normal position. Area around site of mesh mildly tender. Laxity noted left lower abdomen/suprapubic area. Impression/plan: pursue complex repair with drs. Durden and goede. Discussed complications from surgery including hernia recurrence, infection necessitating complete removal of mesh (estimated at 15%), bowel injury, skin flap or ischemia/necrosis of overlying skin. Discussed need permanent mesh placement, requiring anchoring to ribs as well as bone in pelvis. Good chance will have long-standing, chronic pain from anchors. Understands issues and still agreeable for surgery. On (B)(6) 2013: office note. Hpi: return of hernia. Planed for repeat reconstruction. Exam: abdomen; large 12 x 11 cm defect lower abdomen, reducible. Impression/plan: anticipate use muscular advancement of rotation as well as mesh insertion. On (B)(6) 2013:operative report. Indication: large left abdominal wall hernia recurrent after several previous incisional hernia repairs with mesh. Procedure: ¿after obtaining consent from patient, patient was taken to operating room and placed supine on operating room table. She was prepped and draped in usual sterile fashion. A midline incision was created and carried down with electrocautery bovie and right and left skin flaps were elevated. I then carried the incision down into the peritoneal cavity and identified multiple adhesions that had to be carefully lysed. Extensive lysis of adhesions removal of previous mesh had to be performed. This required additional two hours of surgery to completely remove the old mesh which had balled up and was causing adhesions and removed the adhesions which were by blocking the repair pathway. The fascia on the right was healthy with good rectus. The fascia on the left had no rectus from above the umbilicus and a large lateral defect with no fascia up to sis and pubic tubercle. As a result, a large piece of dualmesh plus was opened, 36 x 24 in size. It was trimmed at the edges and then secured inferiorly to pubic tubercle in cooper¿s ligament with both suture and bone anchor. It was then secured to the ilioinguinal ligament with running #1 prolene and then with interrupted sutures with at least a 5 cm overlap to the lateral abdominal wall superiorly to the rectus remaining and on the right side up to right rectus creating a stoppa technique. The mesh was totally intraperitoneal and was under good tension at the end of closure. The sutures were all placed every 1 cm and parachuted down individually on the right and left side of the mesh itself. The gore-tex was seen to be well-positioned. The left femoral vessels were fed through a small opening in the mesh with the mesh secured on either side, one medially to cooper¿s and superiorly to inguinal ligament with a transition stitch that left adequate opening for the vessels. The area was then copiously irrigated. Intraperitoneal drain was placed at the dissection and another drain was placed below the fascia. At this point, dr. Durden of plastic and reconstructive surgery will describe his portion of the procedure including reconstruction of the skin flaps and closure of the anterior rectus sheath plication and closure of skin. The total estimated blood loss was around 200 to 300 ml. The patient tolerated the procedure well, was extubated, and taken to recovery in satisfactory condition. The patient¿s intraperitoneal left-sided drain was subfascial with 2-inch smaller anterior drains for the subcutaneous tissue in place. Unusual services: because this was multiply recurrent incisional hernia, requiring removal of the previous mesh, extensive lysis of adhesions, placement of bone anchor in order to hold the mesh in place to the pubic tubercle as there as [sic] nothing too sew to given the previous operation, an additional two to three hours of surgery had to be performed in order to complete the operation. This constitutes unusual services, complexity, planning, execution, and constitutes additional time and difficulty.¿ on (B)(6) 2013:operative report. Preoperative dx: incisional hernia, status post excision of abdominal soft tissue mass with attempted reconstruction with mesh insertion. Procedure: co-surgeon for abdominal hernia repair using dual mesh 36 x 24 cm in size. Abdominal defect closure 20 x 8 cm. Incisional vac placement. Complications: none. Findings: ¿rectus abdominis defect on the left hemi-abdomen. Specimen: consisted of previous mesh prosthesis. Indication: mr. Lynn skorniak is a patient known to the general surgery team. We have been consulted to assist with the repair of her incisional hernia and possible soft tissue rearrangement trunk and myofascial flaps for closure. On initial consultation as well as in the preoperative area, we discuss risks, benefits, and complication of repair inclusive return of hernia, damage to surrounding tissue, infection, and bleeding. We discussed the possible loss of the umbilicus. We discussed the possibility of contour irregularities and the possibility of the need for additional surgery. We outlined to the patient that we will be as conservative as possible as it was most important to repair the hernia and if there were soft tissue irregularity or contour issues, we could revisit this at the secondary stage procedure. After discussing risks, benefits, and complication profile with the patient and her family, we made markings in the preoperative area, which was inclusive of continuation of her low transverse incision to try to incorporate the skin for possible excision, as well as the vertical midline incision. We discussed the operative plan again with general surgery staff and we were available as a co-surgeon for the procedure. Procedure: the patient was brought into operative suite. She was prepped and drape in sterile fashion after appropriate time-out was obtained or performed. She had received preoperative antibiotics as well as had scds in place. It should be mentioned also they reviewed her CT scan with general surgery staff preoperatively. We outlined a vertical incision as we thought this would give us the most direct access. Incision was taken down through the layers of the soft tissue as described by the dr. Dmitry and developed in the superficial layer. After this was done, please see dr. Oleynikov portion of the case for removal of the mesh as well as mesh placement which was performed under his direction as co-surgeon. After the placement of mesh, we examined the soft tissue. She had a fascial flap intact on the left, which appeared to have good vascularity, which could be brought into approximation to the right hemi-abdomen rectus abdominis. For this reason, we made decision to close this layer as a protective layer over the inserted mesh. We did insert intra-abdominal drain as well as the drain between the mesh and fascial closure, which was secured using 2-0 silk. We then placed a drain in the superficial area, which were also secured to the skin using 2-0 silk. After doing we used figure-of-eight fashion using o surgilon, to close the remaining fascial flap on the left to the right hemi-rectus abdominis. This was then again over sewn using o silk or surgilon. We did use a malleable to protect the abdominal contents. Before we began closure, we verified that needle and sponge counts were correct as well as instrument count. Having done that, we reassess the soft tissues. Examination showed thinning of the tissues over her previous hernia site within the left lower quadrant. However, resection of this entire atrophic area would provided some tension. For this reason, we discussed the procedure with dr. Oleynikov and made the decision to leave this tissue intact. We freed the scar bed and then brought the soft tissue elements together in the midline using 2-0 vicryl for scarpa¿s layer followed by 2-0 and 3-0 quill for deep dermal and deep soft tissue. This was followed by a 4-0 pds in a subcuticular fashion, which was followed by a 5-0 nylon and vertical mattress form. At the closure, there was no tension upon the suture line. The flaps were viable with good capillary refill. Incisional vac was placed. Less than 50 sq. Cm. This was done in standard fashion. The patient will be planned for admission.¿ on (B)(6) 2013: implant record. Mesh dualmesh plus dlmc 1mm x 26 x 34cm oval- log42210. Model/cat#: 1dlmcp08. Lot# 10669723. Manufacturer: w.l. Gore. Area: abdomen. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp08/10669723) was implanted during the procedure. [Missing records: a pathology report detailing analysis of the ¿abdominal mesh tissue¿ removed during the (B)(6) 2013 procedure was not provided.] On (B)(6) 2013: discharge summary. Abdominal hernia repair and mesh removal. Wound nurse eval and treat. Hospital course: drains were placed in abdomen and over mesh, removed. Discharged with 2 subcutaneous drains, in good condition home. F/u 1 week. No lifting, driving, strenuous exercise, 4 weeks. Abdominal binder when up and about. On (B)(6) 2013:office note. Hpi: 2 weeks s/p removal of mesh, repair of hernia with gore mesh. Doing well. Pain under good control. No complaints. Exam: abd; jp drains scant serous output. Incisions well healing. No evidence cellulitis, erythema, fluid collections or pathology noted. Plan: avoid strenuous activity one additional month. On (B)(6) 2013: office note. Hpi: f/u incisional hernia repair. Having discomfort adjacent to proximal portion vertical abdominal incision. Discomfort one sided, occurs with contraction of abdominal muscles. Does not feel bulge visible on skin, does feel tightness when contracting abdominal muscles in region. Exam: incision well healed. Scar clean, dry and intact. No signs of drainage, erythema, or exudate. Small 1 cm x 1 cm area of tissue remains to be healed, does appear to be healing fine. Dissolvable sutures surfaced and removed. Plan: continue current home wound care. Pain likely due to scar tissue, tight feeling will probably not change, pain decrease as time goes on. On (B)(6) 2013:history & physical. Hpi: symptoms began 1-2 weeks ago. First notice intermittent pain left lower quadrant with bowel movements. Static in intensity and rated as mild to moderate pain. Daily drainage from infraumbilical eschar area. Drainage amount enough to spot soil undergarments. Color transitioned from red to white. One episode of fever today at pcp office. Exam: abd; discomfort with palpation left lower quadrant. Midline vertical incision with 0.5 cm eschar supraumbilical, two sub 0.5 cm partial thickness wounds infraumbilical. Infraumbilical wounds moist, unable to express drainage. Impression: reported fever, abdominal pain and reported drainage from vertical incisional wounds. Plan: admit for observation. On (B)(6) 2013:progress note. Hpi: s/p complex ventral hernia repair involving extensive lysis of adhesion, removal of previous mesh, repair of hernia with intraperitoneal dual mesh in stopa¿s fahsion [sic] followed by abdominal wall closure with flap. Doing well until 2 weeks back when started having left lower abdominal discomfort. Noticed mild wound separation and serous discharge. Reports low grade temperature today. Denies lifting heavy weights or strenuous activities. Plan: CT scan, assess for signs of mesh infection. If concern for mesh infection, would likely need extensive procedure involving mesh explant. If superficial infection, consider ir drainage. Wbc count normal. Considering possibility of infection, we agree with IV abx. On (B)(6) 2013:radiology-CT abdomen/pelvis w IV and oral contrast. Impression: intact anterior abdominal wall mesh without fluid collection or evidence of hernia. Indication: fever, wound drainage, pain s/p mesh abdominal reconstruction. Findings: anterior abdominal wall mesh extending from level of gallbladder to the pubis symphysis. Mesh material appears intact. Mild induration of subcutaneous fat, likely surgical basis. Small bowel loops proximally mesh material, no hernia identified. On (B)(6) 2013: discharge summary. Discharge dx: wound discharge. Reason for hospitalization: s/p complex ventral hernia repair, admitted for drainage from abdominal surgical site and abdominal pain. Hospital course: admitted, started empiric vancomycin and zosyn. Remained afebrile, normal wbc, completed 48 hr course of IV abx during stay. CT abdomen/pelvis and cxr, negative for acute findings. 10 day course of bactrim, outpatient. Discharged, stable, home. On (B)(6) 2015:office note. Hpi: returns with bulge in left lower quadrant, slightly painful. Exam: abd; abdominal wall, previous left low transverse and midline incision. 6 cm fascial defect of left lower quadrant. Freely reducible. Slight fullness in right lower quadrant. Recurrent ventral hernia. On (B)(6) 2015:history & physical. Hpi: evaluation recurrent left sided incisional hernia. Pain, bulge several weeks ago, gotten bigger but no pain. Denies nausea, vomiting, obstruction or incarceration. There for over a month or 2 but gotten bigger. Here for possible repair. Exam: abd: complex abdominal wall reconstruction hx, now with recurrence above ileal inguinal ligament on left side between asis in the pubis with mesh edge palpable. Assessment: recurrence of previous incisional hernia repair right above ilioinguinal ligament, require local repair with bone anchor fixation and mesh overlapped to the pubis, high risk of recurrence is quoted, lack of left abdominal wall and poor tissue fixation. Plan: local repair with possible bone anchor fixation and mesh overlap with interposition mesh. Scheduled surgery 11/30/15, understands risks, benefits, alternatives, complications of procedure. Given there is some portion of colon in the hernia, will bowel prep her with week of miralax prior to surgery and magnesium citrate night before. On (B)(6) 2015:operative report. Pre/postop dx: recurrent incisional hernia. Procedure: incisional hernia repair with placement of 15 x 10 cm prolene (skirted) mesh. Assistant: pokala chiruvella, md. Description of findings: separation of previous gore mesh from the asis and part of the left lower lateral abdominal wall with colon herniating through the defect. Specimen removed: none. Complications: none, patient tolerated procedure well. Technique: ¿after taking informed consent, the pt was taken to the or and general anesthesia was administered without complications. Foley catheter was placed under sterile technique. The abdomen was prepped and draped in a sterile fashion. A time out was performed. We make a 6 cm incision along his previous transverse scar in his llq from his prior abdominal wall reconstruction. We were able to meticulously dissect the mesh out from the underlying bowel and retroperitoneum. The mesh (gore) had pulled away from the asis and the left lower quadrant lateral abdominal wall. We inspected the femoral canal for any femoral hernia below the previous slit made in the mesh to accommodate the femoral vessels at the time of her previous surgery. Using a combination of blunt and cautery dissection, we were able to dissect a good portion of the mesh. We then elected to use a 15 x 10 cm prolene skirted mesh to underlay the previous mesh and serve as an interposition between the latter and the lateral abdominal wall/asis. We used bone anchors x 2 to secure the mesh to the asis and iliac crest. We then proceeded to place transfascial sutures to the lateral abdominal wall and the mesh with intermittent protacks to better secure the mesh. On the medial aspect we made sure that the prolene mesh was well under the previous gore mesh and secured in place with transfascial sutures and protacks. We then approximated the overlying gore mesh by securing it to the remaining lateral abdominal wall tissues using running prolene sutures. A #12 jp drain was then placed over the mesh. The abdominal wall flaps were then closed with vicryl suture and the skin was then closed with 4-0 monocryl suture. Steristrips and primipore dressing was then applied. Pt was extubated and taken to the pacu in a stable condition.¿ there is no mention of infection or device removal in the records. On (B)(6) 2015:discharge summary. Discharge dx: abdominal wall hernia. Hospital course: incisional hernia repair, tolerated procedure well, without complications. On pod#1, feeling lightheaded, started meclizine. Develop difficulty urinating, foley placed. On pod#2, tolerating diet, removed foley. On pod#3, ambulating, pain well controlled, voiding and tolerating diet. Discharged in stable condition home. Instructions: activity as tolerated. Lifting restrictions: 10lbs. On (B)(6) 2015:office note. Hpi: 10 days s/p repair of recurrent rlq incisional hernia with mesh. Currently doing well, jp drain putting out less than 5 cc of ssf in day. No pain/nausea/emesis. Plan: jp drain removed. Incision healing well. Return to work with restrictions light activity only. Rtc in 6 months. On (B)(6) 2016:office note. Phi: 6 months following incisional hernia repair, 2 weeks ago, developed pain and bulging at left inguinal region. Notes bulge does regress after a bm. Exam: abd; soft, bulge left inguinal region over prior incision, with excessive tenderness to reduce hernia. Impulse on cough present over swelling. Incision healed well. Impression: complex abdominal wall hernia, concerned about recurrence. Plan: CT scan evaluate bowel contents, hernia sac and level disrupted. Recommended compression garment until results available. On (B)(6) 2016:radiology-pelvis CT with IV contrast only. Impression: increasing left-sided abdominal hernia involving nonobstructed loops of colon located at the lateral aspect of the surgical mesh. Indication: mass or lump, pelvis, hx recurrent hernia repair-bulge rlq-evaluate for hernia. Findings: loops of colon protruding through previously placed surgical mesh on left lateral side. No sign of bowel obstruction, hernia has increased in size since 2014 imaging. No hernia seen on 07/31/13 imaging. Mesh is intact without right-sided hernia. On (B)(6) 2016:operative report. Indications: recurrent left groin incisional hernia with incarcerated large intestine. Patient has had multiple previous hernia repairs on left side, most recent repair was done one year ago. Pre/postop dx: recurrent incisional hernia with incarcerated intestine. Procedure: open incisional hernia repair with mesh. First assistant: akshay chauhan, md. Procedure in detail: ¿after obtaining consent from the patient, the patient was taken to the operating room and placed supine on the operating table. She was prepped and draped in the usual sterile fashion. An incision over the left groin was made and carried down with electrocautery bovie. Hernia sac and large bowel were identified and carefully dissected circumferentially and dumped into the left groin canal. Once the hernia was reduced into the canal and the bowel was seem to be healthy. We examined the defect. The defect was lateral to the femoral vein and artery and had occurred where the previous mesh had pulled away from the pelvis and remnants of the ilioinguinal ligament. As a result, we had to reconstruct this with a plug and patch technique by first plugging the defect, which was approximately 4 x 5 cm and then using a bio-a plug and then placing a piece of monofilament prolene mesh and cutting it to shape and sewing it from the pubic tubercle inferiorly to the mesh across the femoral vessels and to the periosteum of the iliac crest and then suturing and back up underneath the previous mesh that pulled away, this created a reconstructed ilioinguinal shelf with circumferential coverage of the defect. The femoral vessels were checked and were not impinged upon and we then closed in layers over a mesh repair using 2-0 and 3-0 dexon suture. Skin was closed with 4-0 caprosyn. A 30 ml of local were administered and a pressure dressing was applied. The patient tolerated the procedure, extubated, and taken to recovery in satisfactory condition.¿ there is no mention of infection or device removal in the records. On (B)(6) 2016: implant record. #1. Implant name: mesh plug hernia bioreabsorbable-log238984. Model/cat#: hp02. Lot#: 14547867. Laterality: left. Area: groin. Manufacturer: w.l. Gore & associates inc. #2. Implant name: mesh parietene 15 x 7.5cm flat macroporous-log238984. Manufacturer: covidien. The records confirm a gore® bio-a hernia plug (hp02/14547867) was implanted during the procedure. On (B)(6) 2016:discharge summary. Discharge hx: femoral hernia. Hospital course: admitted for postoperative monitoring and pain control. Ambulate and activities improved after improved pain control. Discharged stable home. Instructions: activity as tolerated, no heavy lifting > 15 pounds for 4 weeks. May shower, remove dressing in 48 hrs. On (B)(6) 2016:office note. Hpi: s/p open incisional hernia repair with mesh for recurrent incisional hernia. Impression: doing well. Plan: wound care discussed. Increase activities as tolerated. Exam: incision; healing well. Discussed etiology of neuralgic pain, will discuss possibility of pain specialist input. F/u 6 months. On (B)(6) 2017:office note. Hpi: recheck chronic abdominal pains, neuropathy, review medications. Had multiple abdominal surgeries, numbness, tingling to left anterior thigh area for several years, worse past 6 months. Describes sharp, burning tingling sensation. Difficulty falling asleep at night r/t pain. Pmh: chronic constipation, colon polyps, aggressive fibromatosis. Impression/plan: meralgia paresthetica, recommend follow up with neurology. Trial physical therapy to alleviate symptoms. Chronic constipation better, controlling with high-fiber diet, exercise and hydration. On (B)(6) 2017: office note. Hpi: f/u meralgia paresthetica, chronic constipation. Meralgia paresthetica stable, no worsening of s/s. Would like abdomen checked. Felt a ¿pop¿ sensation the other day and worries hernia may be recurring, llq abdomen. Occasional discomforts across lower abdomen ¿ e.g. Sneezed yesterday and felt pulling on right side of abdomen. Chronic constipation, bowels moving regular with current regimen. Chronic constipation r/t multiple abdominal surgeries. Exam: abdominal; soft, no tenderness, rebound or guarding. Scarring to lower abdomen, left lower quadrant area. No palpable mass or hernia noted. Tender along area of scar, no abnormalities noted other than scar tissue. Plan: no obvious recurrence of abdominal wall hernia. Scar tissue left lower abdomen, suspect symptoms secondary to scar tissue, problem contributing to meralgia paresthetica. On (B)(6) 2018:office note. Hpi: feeling okay. Noted a little bit of periumbilical abdominal discomfort. Wonders if some of the mesh from prior abdominal hernia repairs could be coming loose. Exam: abdomen; no mass or hernias noted. Impression/plan: do not notice new hernias, if continues to have problems, have surgeon see her. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® bio-a hernia plug instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® bio-a hernia plug instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Codes 4118/3221 - product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. Conclusion code remains unchanged.

Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2013, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2013, an additional procedure occurred whereby an "alleged gore device" was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby an "alleged gore device" was implanted. The complaint alleges that on (B)(6) 2016, an additional procedure occurred whereby an "alleged gore device" was implanted. It was reported the patient alleges the following injuries: infection; mesh folding; open wound; revision surgery; severe abdominal or groin pain. Additional event specific information was not provided."